Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse checked the sample track to probe alignment and found no issues. The cause for the discordant low advia centaur xp ca19-9 result is unknown. No conclusion can be drawn.

Event description:
A falsely low advia centaur xp ca 19-9 result was obtained on a patient sample and considered discordant when compared to repeat test results. The discordant result was not reported to the physician. There was no report of adverse health consequences due to the discordant advia centaur ca19-9 result.